Event description:
Initial reporter indicated when the generator was interrogated, the pt's magnet activations were checked, she noticed the magnet activation display was off. For (B) (4)2009, multiple magnet swipes were shown across one line in 1 hour increments. The line below contained the same data with one less activation, and this pattern continued to form an inverted pyramid. Per records, the pt had been implanted (B) (6)2001 with a m101 device (B) (4). Manufacturer is making good faith attempts for programming history to review and confirm cause of event. Thus far, no programming history has been received. Further manufacturer investigation has determined that the root cause of the magnet activations being displayed as multiple dates/times per row is due to the local array (B) (4) being mis-declared as static variable, however, the trigger for this event has been identified to be the result of the generator's total operating time rolling over. The event will be corrected once 15 magnet activations have registered following the total operating time rollover.